Event description:
The pt reportedly experienced loss of sound. Lock could not be established during the testing of the internal device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.